Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #(B)(4). The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient or procedural details to date.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review revealed that no remarkable incidents have occurred during the manufacturing process. No relevant manufacturing process changes which could have led or contributed to the reported event have been implemented. Based on the investigation of the returned sample it is confirmed that increased friction was present between guide wire and guide wire lumen and that the guide wire was removed together with the delivery system. The stent was found partially released which was considered a consequence of the stuck guide wire. A manufacturing related issue could not be identified on the returned sample. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore previous investigations of similar complaints have been reviewed. The reported type of event may be related to insufficient flushing of the delivery system prior to use as well as usage of inappropriate accessories. In this case poor information is available in regards to patient condition, accessories used, or procedural details. However, it was reported that the system has been flushed prior to use. Based on the sample evaluation a hydrophilic guide wire with a device compatible diameter was used. Based on the information available a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.". As reported in this case the system was removed together with the guide wire. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system confirmed the presence of increased friction between guide wire and guide wire lumen and that the guide wire was removed together with the delivery system. The stent was found to be partially released which is considered a consequence of the stuck guide wire. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to insufficient flushing of the device prior to use as well as the usage of inappropriate accessories. In this case, the tracking path was not tortuous or calcified and the system was flushed prior to use. A hydrophilic-coated guide wire with a device compatible diameter was used. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."

Event description:
It was reported that during a stenting procedure in the common iliac artery the stent system was blocked on the fully inserted hydrophilic guide wire. Stent system and guide wire have been flushed before use. The access was retrograde via femoral puncture. Stent system and guide wire were removed and another guide wire was inserted. The procedure was completed using another stent. No report of patient injury.

Event description:
It was reported that during a stent placement procedure, the delivery system could not be advanced over the hydrophilic-coated guide wire. Therefore, the delivery system and guide wire were removed. Another guide wire and delivery system were used to complete the procedure successfully. There was no reported patient injury.